Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that a sheath detachment occurred. The target lesion was located in the severely stenosed left anterior descending artery. This it was noted that the opticross imaging catheter was selected, when opening the package they found a fracture at the catheter body connection. The procedure was completed with a new catheter. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that a sheath detachment occurred. The target lesion was located in the severely stenosed left anterior descending artery. This it was noted that the opticross imaging catheter was selected, when opening the package they found a fracture at the catheter body connection. The procedure was completed with a new catheter. There were no patient complications reported and the patient status was stable.